Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, the customer consumed carbohydrates and glucagon in small doses to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and found multiple food boluses entered with abnormal carb amounts entered. Tandem assisted the customer with setting up the security pin setting for an extra security measure to prevent accidental unlocks of the pump screen.